Event description:
It was reported that an omega ii table rotational locks released of their own accord during a pediatric procedure. The patient was intubated at the time. No injuries were reported. The concern is for possible injury should the tube be pulled out or other serious injury while using a catheter.

Manufacturer narrative:
The root cause investigation is ongoing.